Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to (B)(6) she was hospitalized with constipation and catheter drain issues. There was no specific allegation that these events were related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized (exact date of admission unknown) for drain complications during ccpd therapy due to a malposition of her pd catheter (not a (B)(6) product). The patient¿s pd catheter was removed during this admission, and she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient¿s constipation was attributed to a side effect of a prescribed calcium supplement. The patient recovered from these events and was discharged home (exact date of discharge unknown). It was reported that the patient¿s malposition of her pd catheter, constipation and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient continues hd therapy on an in-center basis with a scheduled catheter replacement in order to continue ccpd therapy on the same liberty select cycler as before. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).